Event description:
It was reported that the right ventricular (rv) lead was surgically repositioned due to dislodgment. This lead remains in service. No additional adverse patient effects were reported.